Manufacturer narrative:
D4 & h4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the system had a software failure. A technical support specialist verified on both the station and the server and observed that no communication errors were displayed. For es versions 1.4 and below, the tss logged into the es server web application and checked the notices tab for any communication related errors. For es versions 1.5 and above, the tss reviewed the health site viewer webpage to identify any notices related to communication issues. If either the station or the server showed a communication notice, the tss followed the steps in the knowledge articles "patient discharged in error / how to re-admit patient / cancel discharge (a013) didn't work" and "discharged patients still showing in patient list" to resolve communication issues. The tss then followed the procedures outlined in the knowledge articles "discharged patient showing in all available patients" and "patient missing on a bd pyxis medstation es" and successfully resolved the communication issues. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ es server, the patient auto discharged from pyxis and did not appear in the system even though the patient was still in the hospital. The issue affected one patient. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.